Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "hardening, lumps, pain, different shape with folds, irregular surface of the prosthesis with a suspected discontinuity and possible rupture" and "ptosis" which is not device related. This record is for the left side. The device remains implanted.